Manufacturer narrative:
The check of the DHR of the lot # of instrument involved (2016ag03b) did not show any pre-existing anomaly on the (B)(4) pieces manufactured with this lot #. We will submit a final MDR on this issue once the investigation will be completed.

Event description:
Intra-operative breakage of curved cup impactor (product code 9095.11.550, lot #16ag03b) during the impaction of the cup. The handle broke in the middle of the offset section. No reported surgeon remarks. Event occurred in us on (B)(6) 2017.

Manufacturer narrative:
The check of the DHR of the lot # of instrument involved (16ag03b) did not show any pre-existing anomaly on the 9 pieces manufactured with this lot #. The crack on the curved impactor probably originated during impaction of the cup. This is the intra-op phase where the major stress is applied to the instrument, in order to give the proper press-fit to the cup into the acetabular bone. By a visual inspection of the returned instrument, the crack occurred corresponding to the welded section of the instrument. It is unknown: how many surgeries were performed with this specific instrument, available on the market since april 2016; and how the instrument was used in all these surgeries before the crack origination. Especially the 2nd info mentioned above would have been very helpful to understand if an improper use (e.g. Impaction performed not along the instrument axis) could have contributed to the crack formation. As an improvement, in july 2016 limacorporate adjusted the design of the curved impactor; in the new version, the body of the instrument is monolithic. The new version is available in the worldwide market, and no similar issues on this new monolithic version have been reported up to now. Limacorporate will keep monitored the market to verify the effectiveness of the design improvement introduced in july 2016.

Event description:
Intra-operative crack formation on curved cup impactor (product code 9095.11.550, lot #16ag03b) during the impaction of the cup. Crack appeared in the middle of the offset section. Functionality of the instrument was not compromised, as the crack did not cause splitting of instrument. No reported surgeon remarks. Event occurred in us on (B)(6) 2017.